Event description:
A ventilator was returned to the manufacturer because, due to an allegation of a dark screen that was not able to be read, it did not meet the acceptance criteria of the evaluation process. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The device was scrapped.